Manufacturer narrative:
The manufacturer did not receive devices for review but it is mentioned by complainant that it will be returned. X-rays or other source documents were not yet provided for review. Where lot numbers were received for the devices, the devices history records were reviewed and found to be conforming. As a wrong lot number was provided for revitan prox. Cylindrical 65, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted a revitan prox. Cylindrical 65 on (B)(6) 2013 on the left side. It was reported that the patient experienced a sudden pain in the proximal femur while trespassing a fence and was unable to walk afterwards. A revision surgery due to taper connection breakage was performed on (B)(6) 2015.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check showed that the product combination was approved by zimmer. No trend identified. Review of incoming information: in the reported event section it is stated that while climbing over a fence the patient felt a sudden severe pain in the proximal femur. After this the patient was unable to walk. It is indicated that the activity level of the patient was high. Investigation summary: the revitan stem was revised after approximately 2 years in vivo due to a fracture of the prosthesis at the connection pin. The fracture occurred due to fatigue in the non-blasted area just some millimeters below the proximal end of the distal stem part. The fracture origin is located on the lateral side. Macroscopically, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is a small half circumferential stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture and are associated with the fracture or developed exclusively as a concomitant phenomenon. From the bone ongrowth seen on the revised parts and the x-rays taken before revision surgery, it is assumed that the distal part was well fixed at least in its distal two thirds. The x-rays before revision show a rather weak bone structure around the proximal part of the revitan stem as well as an area with, most probably, osteolysis around the stem shoulder. This indicates a suboptimal proximal bone support. Since the x-ray follow-up from implantation to revision surgery is not at hand it remains unclear if this was the situation directly after the implantation or developed already a longer time before the fracture. According to the bmi scale the patient is classified as obese class I (bmi 30-35). Based on the above described findings and assumptions, it can be concluded that the fracture was not triggered by a single factor, e.g. Material failure. There were rather several factors, e.g. Suboptimal proximal bone support, the patient's overweight and the surface changes on the connection pin that may have contributed to the fracture. However, it is unknown to which extent each of the factors finally influenced the sequence of events finally resulting in the fracture of the stem. It is possible that there were other influencing factors not mentioned above. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).